Manufacturer narrative:
(B)(4). The device history review for the product auto endo 5 ml, lot #73b1800106 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while using an endo 5 applier in laparoscopic liver resection. The first clip could not be opened properly. The second, third, and fourth clips were directly detached from the applier. The doctor immediately stopped using the applier and replaced it with endoscopic appliers to complete the surgery. This event did not cause any harm to the patient.

Event description:
It was reported that while using an endo5 applier in laparoscopic liver resection. The first clip could not be opened properly. The second, third, and fourth clips were directly detached from the applier. The doctor immediately stopped using the applier and replaced it with endoscopic appliers to complete the surgery. This event did not cause any harm to the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. This sample is for this tc and tc 1900060683. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. This sample was reviewed with a (B)(4). Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to properly load into the jaws of the device and was successfully applied to over-stressed surgical tubing. Another attempt was made and, this time, the clip was unable to properly load. The next clip, however, was able to properly load and other remarks: was successfully applied to over-stressed tubing with no issues. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. The broken ratchet could cause the clips to become out of position and prevent the clips from properly loading but it could not be confirmed that the clips were out of position in the channel. It could not be determined why the ratchet broke. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip not opening" was confirmed based upon the sample received. One device was returned. The device was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. Upon functional inspection, two of the clips were able to properly load and were successfully applied to over-stressed surgical tubing. However, one of the clips was unable to properly load into the jaws. The ratchet ears were found to be broken which could cause the clips to become out of position. If clips are out of position in the channel, then clips could load incorrectly or not fire from the device but it could not be confirmed that the clips were out of position in the returned device. It could not be determined why the ratchet broke. Since it could not be determined what broke the ratchet, the root cause of this complaint issue is undetermined.